Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade ii/iii.

Event description:
Healthcare professional reported "capsular contracture baker grade ii/iii" against right device. The device remains implanted.

Event description:
Healthcare professional reported "capsular contracture baker grade iii/IV against right device. Later, healthcare professional reported rupture. Device has been explanted.

Event description:
Later, healthcare professional reported rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed an opening on radius assessed as fold flaw opening. ¿ capsular contracture: unable to observe since it is not related to the device. ¿ malposition: unable to observe since it is not related to the device. Additional observations: ¿ stress marks observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported "capsular contracture baker grade iii/IV against right device. Later, healthcare professional reported rupture. Device has been explanted.